Manufacturer narrative:
Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a dilation procedure a balloon rupture occurred. The 100% occluded lesion was located in the moderately tortuous and severely stenosed superficial femoral artery (sfa). A non-bsc guide wire and a non-bsc pre-dilation balloon had difficulty accessing the lesion in the chronically total occluded sfa. After a plain old balloon angioplasty, the physician advanced a 6.0x20/135mm sterling balloon dilation catheter to the target lesion. The balloon ruptured on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.